Event description:
The customer reported that she was receiving calibration errors and upon removing her sensor, the tip was bent and there was a separation above the bend. The customer declined troubleshooting. Her blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. No needle complaint could be confirmed as the customer returned the sensor without the needle. The cannula was found bent. It could not be confirmed that the sensor was received in said condition due to the customer returning it opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.